Event description:
It was reported that the patient received inappropriate atp therapies for supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. The last atp therapy delivered resulted in true vt for which the patient received appropriate successful therapy. Programming changes were recommended.